Event description:
During an atrial fibrillation procedure, air was aspirated into the left atrium. The procedure was discontinued and an intra aortic balloon pump was placed. The patient is in stable condition.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak and air embolism remains unknown.